Manufacturer narrative:
One device was returned for analysis. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The pump did not recognize the cassette due to the dented/damaged pin on the chassis. The cause of the reported issue was due to the user. As a result, repairs are pending customer acceptance. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the device was sent in for repair for an unknown issue. The device evaluation revealed the pump did not recognize the cassette. There was unknown patient involvement, no patient injury was reported.